Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2016 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. Rust and moisture corrosion were observed inside the battery compartment and behind the display lens. A leak test was performed and a battery compartment and pump case leak was found. The pump case was removed and evidence of moisture was found inside the pump cover, on the main printed circuit board (pcb), transceiver pcb, support bracket and battery canister. Unrelated to the complaint, investigation revealed that the display was dim, fading, and discolored. Also unrelated to the complaint, investigation revealed that the pump case was cracked near the top right corner of the display lens at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.